Event description:
During routine testing of the device at the service center, the service technician reported that the calibrator failed the module interrupter section of the manufacturing test. The calibrator pc board was replaced in order to correct this problem. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.